Manufacturer narrative:
No lot number was provided, therefore unable to confirm if this report is related to nissha product, however reporting out of an abundance of caution.

Event description:
The patient reported skin irritation in the form of burning sensation and tenderness. Patch would not stick to skin. Patient sought medical treatment from a dermatologist and was prescribed medication. Patient reported following the recommended skin preparation steps.